Manufacturer narrative:
Block b3: date of event was approximated to (B)(6) 2021 as no event date was reported. Block h6: device code a0402 captures the reportable event of balloon burst. Block h10: investigation results: a visual examination of the returned complaint device found that the balloon had a hole, which confirms the reported event of balloon burst. No damage found on the catheter of the device. During the microscopic inspection there was evidence of friction marks near the hole location. Edges of the hole found were irregular and curvy; no evidence of linear cut. Based on the available information, it is possible that the interaction with scope or any other surface created friction that lead the balloon get a hole, which was perceived as a burst during the procedure. Therefore, the most probable root cause is adverse event related to procedure. A review of the device history record (DHR) was performed and confirmed that this device met all material, assembly and performance specifications.

Event description:
It was reported to boston scientific corporation that a cre pro gi wireguided dilatation balloon was used in the colon during a lower gastrointestinal balloon inflation procedure performed on unknown date. During the procedure, the balloon ruptured. The procedure was completed with another cre pro gi wireguided dilatation balloon. There were no patient complications reported as a result of this event.

Manufacturer narrative:
Date of event was approximated to (B)(6) 2021 as no event date was reported. (B)(4). The device has been received for analysis; however, the analysis has not yet been completed. Upon completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corporation that a cre pro gi wireguided dilatation balloon was used in the colon during a lower gastrointestinal balloon inflation procedure performed on unknown date. During the procedure, the balloon ruptured. The procedure was completed with another cre pro gi wireguided dilatation balloon. There were no patient complications reported as a result of this event.